Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. It was reported that the logs provided insufficient evidence towards determining the probable cause of the anomaly. It was noted that the exam from the procedure was used and the behavior could not be replicated, including manually forcing changes of the coordinates through the gui.

Manufacturer narrative:
Device unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a electrode and probe placement procedure. It was reported that although the surgeon had planned the left and right leads, it was identified during surgery that the right coordinates had been changed without any user input. The left coordinates were not changed. It was indicated the software had not changed screens and the system was not powered down. No one had touched anything. The surgeon ended up using the coordinates he had written down while planning instead of framelink's. The planning was performed from the room (imris). It was noted the patient was scanned with the leksell frame and then planning was performed. It was not done on a planning station and then sent over. The physician's coordinates were x = 84, y = 107.5, z = 113.5, ring = 155.5, arc = 89 while the framelink's coordinates were x = 83.9, y = 96.6, z = 108.5, ring = 155.5, arc = 89. There was no impact to the patient outcome and less than an hour delay due to the reported issue. No complications were reported/anticipated.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.